Event description:
Olympus medical systems corp. (Omsc) was informed that the subject stent was placed across papilla to right porta hepatis. The 35 mm of the stent protruded from papilla since the doctor could not insert it due to tumor in the porta hepatis and he completed procedure. After 10 days, perforation occurred in the duodenum on the side opposite to the papilla and the doctor treated it by clips. In addition, he removed the stent and placed metallic stent there. No info is provided about the pt.

Manufacturer narrative:
The subject stent was discarded by the facility and was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. According to a report from the facility, omsc considers that the position of the stent or the condition of the pt was attributed to the perforation in the duodenum. The device instruction manual has warned users "after placing the stent in the duct, closely monitor the condition of the pt. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the pt (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding". This report is being submitted as a medical device report in a abundance of caution.